Event description:
It was reported that during an unknown procedure, it was found that the cartridge pan came off when the reload was loaded into a device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60w reload was received unfired. The returned reload was loaded into a test ple60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge pan separation was noted during inspection. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).